Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during esophageal stent placement performed on (B)(6) 2011. According to the complaint, after the dilatation was completed, the balloon was completely deflated and attempted to be withdrawn into the working channel of the endoscope. However, the black sheath on the catheter, proximal to the balloon, bunched up, and the catheter kinked. It was confirmed that all the inflation medium was removed from the balloon. The catheter was cut in order to remove the device from the endoscope. The scope was reinserted into the patient, and a second, larger, cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.